Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4 (expiry date: 02/2024). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via contralateral approach, the base of the shaft allegedly broke. It was further reported that the stent was retrieved, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not available for evaluation. No photos were provided for review. Based on information available and as no sample was returned for evaluation, the investigation is closed with inconclusive result. A definite root cause could not be identified for the reported event. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk of the reported issue was found addressed, as the instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used". Regarding access and use of accessories the instructions for use states: "gain femoral access utilizing a 6 fr (2 mm) or larger introducer sheath" and "0.035 inch (0.89 mm) (recommended) or less." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the contralateral approach, the base of the shaft allegedly broke. It was further reported that the stent was retrieved, and the procedure was completed using another device. There was no reported patient injury.